Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post-op a laparoscopic adjustable band procedure; the surgeon reported having erosion and/or micro-perforation. The surgeon will not provide any details about the event and does not wish to be contacted.